Event description:
It was reported that during an unk surgery, surgeon deployed the clip on vessel and it cut through the vessel. Surgeon is experienced user with the device. No further details were provided. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 7/18/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: current status of patient. Ans: patient is stable. During the CABG procedure, the surgeon was harvesting the saphenous vein from patient¿s left leg to be graft for the heart. They deployed the msm20 clips on the veins and branches, the vein been ¿cut through¿ and they need to abandon that vein as couldn¿t be repair. Surgeon told that the vein size and physical conditions looked normal to them. Supposed to harvest 2 veins but both veins been ¿cut through¿ and the surgeon need to harvest the vein from right leg. When they harvesting the saphenous vein from right leg, same incident happened as well. The vein been ¿cut through¿ and couldn¿t be repair. They used mcm20 for this vein. They tried to harvest another branch of saphenous veins with the balance of clips from same mcm20 (used earlier), the clips able to secure well and didn¿t ¿cut through¿ the vein. There are no bleeding been seen after the veins been ¿cut through¿ as they had on the bypass system and no blood flow to the that area. Surgeon is experienced user and been using these 2 product code more than 15years. Was there any bleeding? If yes, how was the bleeding controlled? What amount of blood loss (mls) occurred? Was a transfusion required? Ans: no bleeding been seen after the veins been ¿cut through¿ as they had on the bypass system and no blood flow to the that area. Was there any change to the procedure as a result of the event? Ans: as per information above. What is the current patient status? Ans: will inquire further. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Ans: surgeon of the case. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.